Manufacturer narrative:
The reported event of loss of capture, loss of sensing, and low impedance was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator implant procedure. During the procedure, the right ventricular lead was tested and exhibited normal function on the pacing system analyzer. After the lead was positioned, the lead exhibited no signal. The analyzer cables were replaced and the lead was tested again. The lead then exhibited no signal, no capture, and low impedance. The lead had not moved from the implanted position. The physician elected to remove and replace the lead. The procedure was completed successfully. The patient was discharged from the hospital after the procedure.